Event description:
It was reported that a folfusor had leaked after being filled with 5-fu and glucosteril. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with approximately 230 ml of fluid within the bladder. No defects were noted during visual inspection. The device was drained and filled with green color water for leak testing. No leaks were noted during or after filling the device. The reported problem could not be verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.